Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2024-01256. It was reported patient lost effective therapy due to one lead was fractured and another lead had migrated. Patient underwent surgical intervention during which both leads were explanted and replaced, thus restoring therapy.